Manufacturer narrative:
(B)(4). The customer reported that unit turned off while on a call. The customer also reported that the device was power cycling. There was no negative impact to the pt. A philips field service engineer evaluated the device. The reported failure could not be reproduced. The device passed performance testing and remains at the customer site.

Event description:
The customer reported that unit turned off while on a call. There was not negative impact to the pt.